Manufacturer narrative:
(B) (4). MFR method, results and conclusions - MFR currently awaiting product return from user.

Event description:
Self-test user reports protime inr of 2.4 and 2.5, subsequent lab reference inr of 3.6. User also reports a coincident tia which was self-treated with aspirin. No hospitalization or interventions reported.